Event description:
It was reported that the balloon deflated automatically. During an ablation procedure to treat atrial fibrillation, a polarx fit was used in the left superior pulmonary vein (lspv). The first application was uneventful; however, during the second application, the balloon was observed to deflate automatically. The same problem occurred during two subsequent attempts, and no error messages were displayed. A different device was then used, and the procedure was completed successfully with no patient complications. The device was contaminated and will not be returned for analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.